Event description:
Port "broke" while surgeon was removing it. X-ray demonstrated 2-3 inch long portion of port remained in the vein extending to right atrium. Retained portion was successfully removed by radiologist under fluoroscopy in the radiology dept.